Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported they had two surgeries for a broken hip and hadn¿t ¿used the stimulator at all.¿ instead of using stimulation the consumer used percocet for pain. The consumer started having back pain again for the past week or the last few days, so they could only lay on their back, and couldn¿t turn over on their right side because of their hip. It was noted when the consumer was charging they ¿felt like a stimulation all around the back of my waist; it¿s like a vibration.¿ the consumer later reported they were able to start using the stimulator again and wanted to continue to do so because they were feeling somewhat better.

Event description:
Additional information received from the patient reported she did not recall any problems with vibration. The patient noted the stimulation had worked well and recharging the battery was also working well.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had recently had an unexpected hip fracture and 2 hip surgeries within 20 days. The first hip surgery on (B)(6) 2016 had to be redone because ¿something went wrong.¿ it was confirmed that the hip surgery and fractures were unrelated to the device or therapy. The patient had a lot of muscle spasms and did treatment for the muscle spasms and ignored the stimulator. The pain and muscle spasm started from the hip surgery. They no longer relied on the stimulator like they did prior to the hip surgery. The reason they had originally been implanted with the stimulator was due to horrible back pain. The health care professional (hcp) thought they may have a pinched nerve resulting of the muscle spasm. The patient had a pelvic x-ray which made sure that nothing was wrong with their opposite hip. The opposite hip did not bother them and the results of the x-ray were not back yet. The patient thought that the discomfort was due to the pinched nerve and muscle spasm. The patient had not paid much attention to their stimulator because the pain they had was pretty much what they used to have to they neglected the stimulator. The patient was going to have an hcp appointment on wednesday. If there were no more hip fractures the patient would get an injection for the pinched nerve. The pain, muscle spasm, and discomfort started after the hip surgery on (B)(6) 2016. The hcp suggested that the patient may have a pinched nerve 2 days ago ((B)(6) 2016).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported they were having hip pain and lower back pain that comes and goes. The patient reported they were opposed to having another hip surgery and would rather take pain medication. The patient had an injection 2.5 months ago. The patient had an x-ray on her ¿good¿ hip scheduled and planned on taking the x-ray to her pain specialist in hopes that she can get another injection versus having another surgery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported they have not been using their ins since they broke their hip and had surgery and wanted to start using their device again. Patient was able to turn stimulation on and increased stimulation to where they could feel it good.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.